Manufacturer narrative:
All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported that after post-op follow up with the patient, it was decided to exchange the multifocal intraocular lens. Reason stated was the patient's visual acuity wasn¿t good and she was having a hard time with the lens due to visual disturbances. An alternate monofocal lens was implanted. The patient has not returned to the surgeon for follow-up.

Manufacturer narrative:
A review of the manufacturing record was performed and met specifications. A review of complaint records revealed that no similar complaints from this order number was received. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.